Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The technical support asked to check the error log and according to the customer there was no indication of a circuit occlusion. The last error message was from 4/21. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator unit error circuit occlusion while on a patient. The customer confirmed that there is no harm associated with the reported event.